Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was turned into biomed due to ¿internal battery failed¿ (diagnostic code 1124) error message while on patient. There was no patient harm reported. The customer and the remote service engineer (rse) performed troubleshooting. The customer swapped the battery but confirmed that the same error occurred. The rse advised the customer to replace the power management (pm) printed circuit board assembly (pcba).